Event description:
Additional information was received from the clinician noting that per their review of the discharge notes, it was noted that the symptoms were likely psychosis secondary to focal seizures after an eeg review and that there were no note of the vns causing this. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted to the hospital due to erratic behavior. Patient underwent a psych review and was sectioned. Patient reports that she feels her vns activating which causes a wave of sensation over her brain. Patient underwent a CT scan which is normal and an eeg with the only abnormality of phenytoin toxicity during admission but has since been rectified. No other relevant information has been received to date.